Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the pressure line of an rt116 adult anaesthesia circuit had torn off after two weeks of use. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt116 adult anaesthesia circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: only the pressure line of the complaint rt116 circuit was returned to fph in (B)(4) for inspection. It was visually inspected for damage. Results: the returned pressure line was torn near the elbow connector, confirming the reported fault. A lot check was not performed as no lot information had been provided. Conclusion: we were unable to determine the root cause of the damage observed; however, it is possible that it was as a result of using the rt116 set-up longer than the recommended maximum use of 7 days. Our user instructions that accompany the rt116 adult anaesthesia circuit state the following: "this product is intended to be used for a maximum of 7 days." (B)(4).